Event description:
It was reported that the patient¿s left ventricular (lv) lead exhibited over-sensing and high capture threshold. No intervention was performed. There were no patient¿s consequences.